Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with loose epithelium on the right eye (od) with transient light sensitivity in both eyes (ou) after an uncomplicated lasik with both eyes, at a one month post op exam. The patient complained of tearing, difficulty in bright lights, driving, and is photophobic. Topical steroid dosage was increased to resolve symptoms. Pre-op best corrected visual acuity (bcva) from (B)(6) 2017: right eye (od) pre-op 20/20 -5.25 x .00 x 90, left eye (os) pre-op 20/20 -4.00 x -.25 x 0.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.